Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered. A 2.25x24mm promus element ¿ stent was selected to treat the lesion but failed to cross the lesion. The procedure was completed with another device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination determined that the stent of the device was damaged across its length. Several rows of struts were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The tip outer diameter was measured and found to be within specification. The balloon was tightly wrapped and was not subjected to positive pressure. It was also noted that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).